Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump stopped working. Customer blood glucose reading was 131 mg/dl. Troubleshooting was performed. Customer stated insulin pump display had water under the screen. After an exposure to moisture, the insulin pump stopped working. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: blank display due to moisture damage on the electronics . Moisture damage found on the motor also. Unable to perform the operating currents measurement, self test, unexpected restart alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. Pump had cracked reservoir tube lip, cracked end cap, stained keypad overlay, stained end cap sticker, stained address serial number label and minor scratched display window.